Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts and ¿unable to proceed¿ errors approximately every 6 to 8 hours despite both partial and full supply changes, with device data showing basal delivery interruptions consistent with occlusions; the user was using a teflon infusion set and later a replacement ilet was shipped. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin by pen and a replacement ilet shipped with the original to be returned. Investigation included review of reported device performance and user supply changes, assessment of potential supply issues, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.